Event description:
The patient reported that battery freedom charger was not charging the batteries.

Event description:
The patient reported that battery freedom charger was not charging the batteries.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom batter charger s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of internal and external components found no abnormalities. Freedom battery charger passed all functional testing for acceptance at incoming inspection. Customer complaint was not replicated during functional testing. Failure investigation for this complaint could not confirm the reported issue. The root cause of the reported inability for the battery charger to charge onboard batteries was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. No adverse impact to patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.